Event description:
Consumer stated: "I received the shyn toothbrush as a (B)(6) gift. I am very excited to set up a brush subscription but I¿m having a big problem with my first brush. Every time I use it, bristles instantly fall out. The first time it was about 15 bristles. This caused me to gag a lot. I¿m assuming this is a faulty brush and not the normal."